Manufacturer narrative:
Results of investigation: the uim (user interface module) control pcba (printed circuit board assembly) was returned to carefusion's failure analysis laboratory. An investigation was performed and the root cause of the reported issue was isolated to a software anomaly causing failure of the boot loader process at start-up.

Manufacturer narrative:
(B)(4). The alleged faulty user interface module (uim) was received and routed to the care fusion factory service department for evaluation. The carefusion factory service technician evaluated the user interface module (uim) and was able to reproduce/verify the reported issue. The carefusion factory service technician determined that the cause of the issue was a malfunctioning control pcba within the user interface module (uim). The carefusion factory service technician replaced the control pcba and ran the user interface module(uim) through a complete checkout per the factory service procedures. Upon completion the uim (user interface module) was returned to he user facility ready to be reinstalled on the device so that it can be placed back into service.

Event description:
The following description of the event was documented by a carefusion technical support specialist: (names removed) called in this vent has a blank screen upon start up found during est, no patient involvement. The led's stay lit but vent just alarms."